Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more IV solution than intended. The pump was programmed to deliver an unspecified IV solution at a rate of 6 ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted that the pump was delivering at a rate of 66 ml/hr instead of the intended rate of 6 ml/hr. The delivery was stopped. The physician was notified and the pt's blood glucose level was checked. Reportedly, the pt's blood glucose was "high". The pt was treated with an unspecified dose of lasix and an unspecified dose of insulin. There were no reported adverse pt sequelae. The customer contact reported that the nurse stated there was a delay in the display after the 6 key was pressed. The nurse then pressed the 6 key once again, which resulted in a rate of 66 ml/hr. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy and keypad functionality. The customer contact reported that the event was a result of an operator error in programming the device. The pump history was downloaded at the manufacturing facility. A review of the pump history shows that in 2006 at 0539, the pump was programmed with no drug selected to deliver at a rate of 66 ml/hr with a volume to be infused (vtbi) of 100ml and the delivery was started. At 0540, the delivery was stopped. The total volume infused was 0.1 ml. At 0540, the pump was placed in the standby mode. At 0606, the delivery was restarted as the previously programmed at a rate of 66 ml/hr. At 0705, the delivery was stopped, and the pump was powered off at 0706. Review of the pump history indicates that the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.